Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (50 mg/dl). Customer declined troubleshooting with tandem technical support and declined to provide any additional information.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg level of 50 mg/dl was confirmed during bolus request. User does not utilize the cgm option of the t:slim x2 g5 pump. There were no irregular bolus deliveries requested. There were no erratic basal rate adjustments. There were no obvious requests or deliveries that would cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure.